Event description:
On (B)(6) 2011, the reporter contacted lifescan (lfs) alleging an "error 2" issue with the subject meter. This complaint was initially not reported since the reported issue was resolved with troubleshooting with customer service. There was also no allegation of harm as a result of the reported issue. Lfs received the products involved with the complaint (meter on (B)(4) 2011 and test strips on (B)(4) 2011. Investigation did not confirm the alleged complaint with the returned meter and test strips; however, there was a secondary issue found with the returned test strips. The control solution test was above expected range with the returned test strips. This complaint is now being reported due to the secondary issue found with the test strips.